Event description:
Smith & nephew became aware of the following event on (B)(4) 2012. Patient on pump with soft port dressing for approximately 24 hours when it was noticed that fluid was leaking from the dressing; patient was sitting in a pool of blood/fluid and was symptomatic. The pump was running, dressing was compressed and there was fluid in the canister but no red appearance in the dressing. Blood was leaking out the dressing and no alarms were sounding. Patient required a return to the or where the attending surgeon had to suture the bleeding at the wound bed which was described as an atrial bleed.

Manufacturer narrative:
Investigation in progress; results will be submitted in a supplement report.

Manufacturer narrative:
Smith & nephew performed a visit to the facility in order to evaluate the renasys go pump and soft port device involved in this event. During the visit the actual soft port dressing, and renasys go pump associated with this event were evaluated by both smith & nephew personnel, as well as personnel from the user facility. The pump was evaluated for proper alarm function with a "new" soft port; both leak and blockage alarms were achievable during this evaluation. During the evaluation of the soft port dressing an unknown material which did not appear to be part of a smith & nephew kit was found to be present between the soft port and foam. This unknown material appeared to have traveled under the soft port opening, between the soft port and foam; and based on this location may have played a role in occluding the soft port by reducing the flow from the wound to the soft port/canister. After a thorough evaluation of both the dressing and pump associated with this event, a device failure could not be confirmed, and we were unable to determine an assignable cause of the event described by the user facility. In addition, this event was assessed by our medical advisor who stated that: "bleeding may result in a clot at the undersurface of the foam, the port does not sense a blockage or leak, and bleeding continues under the clot until the volume of blood reaches a level which causes the dressing to lift off. The unit is functioning properly and the patient was treated appropriately by intervention to control the bleeding".